Event description:
It was reported that the lead component of the patient's implantable neurostimulator (ins) "popped out" of their neck. The patient then went to surgery within 48 hours of the occurrence. The patient subsequently had the lead replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 377775, lot# v009280, implanted: 2006 (B)(6), explanted: 2007 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2006 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 355029, lot# n0043994, implanted: 2006 (B)(6), product type accessory. (B)(4).